Event description:
It was reported that the trocar was being too dull. Per follow up response received on 18dec2020, 2 spine surgeon reported that the trocar was being too dull. One of the surgeon reported that either surgeon or a patient was going to get hurt due to dull trocar. The surgeons were frequently putting these trocars in near exposed spinal cords. Using such pressure, something could easily slip and the patient might be paralyzed. Also, another surgeon reported that there was a constant problem with the needle used to tunnel through the skin. The user always needed to exert quite a bit of force to get needle through skin. Three different hemovac kits were used on one patient and none of the needles would go through the skin even with extreme pressure . The circulating nurse then found a hemovac kit from previous company, needle went through skin with ease. Per follow up response received via mail on 24feb2021, 2 additional lots were reported with the trocar being dull.

Manufacturer narrative:
The reported event was unconfirmed - product met specifications. Visual inspection noted one unopened 3 spring evacuator was received. Visual evaluation noted no obvious defects. The trocar appeared to be very sharp with no abnormalities. This meets specifications stating the trocar point tip and all edges: shall be sharp, free of burrs, nicks, and distortion. The product was not used for treatment or diagnosis purposes. It was determined that the product had no relationship to the event due to the investigation being unconfirmed through sample evaluation. The product met specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the trocar was being too dull. Per follow up response received on 18dec2020, 2 spine surgeon reported that the trocar was being too dull. One of the surgeon reported that either surgeon or a patient was going to get hurt due to dull trocar. The surgeons were frequently putting these trocars in near exposed spinal cords. Using such pressure, something could easily slip and the patient might be paralyzed. Also, another surgeon reported that there was a constant problem with the needle used to tunnel through the skin. The user always needed to exert quite a bit of force to get needle through skin. Three different hemovac kits were used on one patient and none of the needles would go through the skin even with extreme pressure . The circulating nurse then found a hemovac kit from previous company, needle went through skin with ease. Per follow up response received via mail on 24feb2021, 2 additional lots were reported with the trocar being dull.